Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including mishandling the device and improper surgical technique associated with it. The complaint allegation was confirmed upon reviewing the customer's attached picture, which displayed the tip of the inserter without an anchor, the eyelet partially detached, and the sutures with signs of being used.

Event description:
On 17th dec 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2325bcc, suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, its anchor eyelet was detached. This happened when the ar-2325bcc was connected to ar-2324bcctt after removing fibertape. This was detected during an ankle atfl on (B)(6) 2025. The procedure was completed successfully by using a replacement of same model, ar-2325bcc. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.